Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a blank display. The blood glucose at the time of the incident is unknown. Troubleshooting was not able to resolve the issue. The display remained blank after cleaning the battery cap and inserting a new battery. It was advised to remove the battery for 2 hours and revert to a back-up plan if display does not return. The device will not be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. After battery installation device gave an unexpected partial display due to cracked or broken traces on lcd glass between the lcd controller and the lcd image area. Device passed displacement test and self test. Power connector plug in and locked in place properly. No blank display anomaly noted during testing.